Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment of a colonic stricture due to a tumor. During the procedure, the device was permanently implanted within the sigmoid colon with no issues on (B)(6) 2012. The patient was discharged on (B)(6) 2012, after making satisfactory progress. After discharge the patient underwent cancer treatments and was administered avastin (bevacizumab) on (B)(6), 2012 and again on (B)(6) 2012. Reportedly, the patient experienced abdominal pain and symptoms of constipation on (B)(6) 2012 and returned to the hospital. No medication was given. A CT scan was performed, which confirmed that the colon was perforated in the middle part of where the stent was implanted. An emergency procedure was performed to surgically extract the tumor and remove the stent. The tumor and stent were successfully removed. In the physicians assessment, the combination of the stent placement and administration of avastin (bevacizumab) may have contributed to the perforation. The patient's condition was reported to be "good" post-surgery.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation and pain are listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.